Event description:
Note: event date is unk. This report pertains to one of three events that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05338 and manufacturer report # 3005099803-2009-05337 for the associated device report. It was initially reported to boston scientific corporation on (B)(6) 2009, that three extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, a pinhole leak was noted when the first balloon was removed from the packaging and it would not inflate. Two additional balloons were used which ruptured (manufacturer report # 3005099803-2009-05338 and 3005099803-2009-05337). A fourth balloon was used to complete the procedure. Nothing detached inside the pt and there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on preliminary investigation results; torn balloon.

Manufacturer narrative:
A visual analysis of the device found a kink in the catheter 115 cm from the distal tip. Balloon inflation was attempted using the returned syringe; inflation failed. Inflation was attempted under water; air could be seen escaping at the distal bond. A final performance test was completed; the balloon was inflated using water. A tear was noted in the latex below the distal bond. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. The balloon was found to be leaking during preparatory checks. It is probable that the device was damaged when the catheter was removed from the pouch or during device setup. Follow up indicates that there was no damage to the packaging of the device. The most probable root cause is handling damage. (B)(4).